Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during bolus delivery. Blood glucose was 84 mg/dl. During troubleshooting with tandem technical support, customer delivered the remainder of the bolus without changing supplies. Customer declined additional assistance from tandem technical support.